Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) device, was surgically explanted due to an infection at the parasternal electrode site. No new products will be implanted for at least 3 months while infections clears. Attempts to obtain the model/serial, and treatment plan have been unsuccessful. No additional adverse patient effects were reported.